Event description:
It was reported that the wake button became detached from the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.